Event description:
A discordant, falsely low insulin result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated three times on the same instrument, resulting higher. The corrected result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low insulin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens healthcare support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low insulin result is unknown, as the sample resulted as expected when repeated on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.